Event description:
It was reported that approximately 1/16 of the tip of clean cath vinyl catheter was jagged and broken off. Reportedly, the patient did not realize that the tip had broken off until he examined the catheter upon removal after a painful insertion attempt. As a result, the patient experienced self-limited bleeding. When the patient attempted to cath with a second clean cath vinyl catheter, he discovered that although, the package was sealed closed there was no catheter in the package. The patient advised that he will follow-up with his doctor to make sure he is clear of any infection.

Manufacturer narrative:
The reported event was confirmed as supplier related. Visual inspection noted one used catheter with original packaging was received. The tip of the catheter was missing with jagged edges on the end. A potential root cause for this failure could be defective material mixed in the raw material lot from supplier. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately 1/16 of the tip of clean cath vinyl catheter was jagged and broken off. Reportedly, the patient did not realize that the tip had broken off until he examined the catheter upon removal after a painful insertion attempt. As a result, the patient experienced self-limited bleeding. When the patient attempted to cath with a second clean cath vinyl catheter, he discovered that although, the package was sealed closed there was no catheter in the package. The patient advised that he will follow-up with his doctor to make sure he is clear of any infection.